Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2019. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; thigh pain; painful intercourse; offensive vaginal discharge; recurrent incontinence; aggravated incontinence; psychiatric injury surgical interventions: on (B)(6) 2020 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: total mesh removal. Nonsurgical treatments: on (B)(6) 2010 the patient commenced pain medication: targin for the treatment of: pain - was abusing (30mg twice a day but taking 120mg a day) - abused due to mesh. Treatment duration: 11 years (stopped two weeks ago). On (B)(6) 2020 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: pelvic floor. Treatment duration: a few months - still does exercises at home. On (B)(6) 2021 the patient commenced pain medication: suboxome for the treatment of: substitute opiate program due to withdrawal symptoms if cold turkey. Treatment duration: 2 weeks. On (B)(6) 2019 the patient commenced pain medication: pandol for the treatment of: pain. Treatment duration: 2 years. On (B)(6) 2019 the patient commenced pain medication: nurofen for the treatment of: pain. Treatment duration: 2 years.